Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin. The customer alleges the insulin pump. The customer¿s blood glucose level was 278 mg/dl at the time of the incident and the current blood glucose value of the customer was 174 mg/dl. The customer was treated as per the health care professional instruction. The insulin pump will not be returned for the analysis.